Event description:
The patient was undergoing a coil embolization procedure to treat an aortic false lumen using pod packing coils (pod pcs), pod coils, ruby coils and a lantern delivery microcatheter (lantern). It was noted that the patient anatomy was tortuous, calcified and narrowed. During the procedure, the physician placed eight non-penumbra coils, one ruby coil and two pod coils into the target location using the lantern against resistance. While advancing a pod pc through the middle of the lantern, the physician experienced resistance and decided to remove the pod pc. Upon retraction, the pod pc unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod pc was removed. The procedure was completed using nineteen non-penumbra coils, thirty-two pod coils, forty-seven ruby coils, and a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 1. 3005168196-2021-02461. 2. 3005168196-2021-02462. 3. 3005168196-2021-02463. 4. 3005168196-2021-02464.